Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during a CT exam he programmed the powerhead to inject 100ml and it delivered 121ml of a 125ml prefilled syringe. No additional patient or procedural details are available. No reported injury.